Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was low fill volume and there were contaminated tubes. There was no report of impact to the patient or user.

Event description:
It was reported before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was low fill volume and there were contaminated tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d4. Medical device lot#: 3124522 d4. Medical device expiration date: 03-nov-2024 h4. Device manufacture date: 04-may-2023. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3124522 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and two other complaints have been taken on batch 3124522 for low fill, and none for contamination. Retention samples from batch 3124522 (100 tubes) were available for inspection, all 100 tubes were appropriately filled. Two (2) uninoculated retention tubes were placed into incubation to test for contamination. One tube was placed into the 20 to 25 degrees celsius incubator and one tube was placed into the 33 to 37 degrees celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. Two (2) photos were received for review for this complaint. The first photo shows a tube from batch 3124522 with expiration 2024-11-03; the tube is contaminated with a low fill. The second photo shows a tube with contaminated medium. There were no returns available for this complaint. This complaint can be confirmed for low fill and contamination. No complaint trends for these defects have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.